Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the unit's cpu board. Unit was safety tested to factory's specifications.